Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, the patient lost consciousness and when she regained consciousness, she was surrounded by emergency medical services (paramedics and fire personnel). Ems had been treated the patient with nasal glucagon (baqsimi) for a bg that was below 40 mg/dl (the ems glucometer did not record a value lower than 40 mg/dl); the cgm value was not provided. She declined transportation to the hospital. Post-event, the patient's bg was 595 mg/dl which required 2 weeks to stabilize her bg. The patient resides in senior living community as she is a ¿brittle¿ diabetic, is hypo-unaware, with a third-party monitoring her cgm values on a follow app. It was not confirmed if the patient¿s cgm alerted, who called ems, and if there was an allegation against the dexcom device. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.